Event description:
The patient experienced a loss of effect (the investigator coded the event as serious). It was noted that the "patient's condition improved". No additional details were provided regarding the event.